Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went into intensive care unit and was hospitalized due to hypoglycemia, on (B)(6) 2019 with blood glucose level was 24 mg/dl at time of incident and current blood glucose level was 193 mg/dl. The customer was assisted with troubleshooting. Customer been using the insulin pump system within 48 hours of reported low blood glucose event. Customer states the drive support cap appears normal. Customer did not allege insulin pump was over delivering. Customer states they had back pain and medication. Customer states the insulin pump did not worn during a medical procedure or test around magnetic resonance image. The insulin pump will not be returned for analysis.